Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced unspecified low blood glucose (bg) levels due to the pump's basal rate settings. The customer declined to provide further information or perform troubleshooting.